Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total hip arthroplasty procedure, the inserter threaded tip fractured off in to the cup as the inserter was impacted. The fractured piece became stuck in the screw hole in the cup and remains in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. A photo was provided confirming that the tip of the threads was fractured. Review of the complaint history determined that no further action(s) is/are required. Based on the description of the event, the surgeon connected the straight inserter to the shell to change the installation angle. When he impacted the inserter against the inserter shaft to adjust the installation angle, the threaded tip was fractured. Page 10 of surgical technique for ringloc+ states, "note: do not lever on inserter handle to reposition the cup as this may damage the threads." Therefore, the root cause can be attributed to user error, as the surgeon was attempting to lever on handle and impact handle to adjust the cup. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.